Manufacturer narrative:
The tech found the casters worn and broken. The tech replaced the brake and brake/steer casters and the caster supports to repair the bed.

Event description:
Info received indicates, the brake casters are not holding at the foot end of the bed.